Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After placement of the PICC line, the lumen was noted to be cracked. The left upper arm and existing PICC line were prepped and draped. Using the sterile technique the existing catheter was removed and exchanged for a new 5 french dual-lumen non antibiotic PICC line. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.